Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the an unspecified bd¿ pen needle was blocked. The following information was provided by the initial reporter: "needle (partially) blocked."

Event description:
It was reported that the an unspecified bd¿ pen needle was blocked. The following information was provided by the initial reporter: "needle (partially) blocked."

Manufacturer narrative:
H6: investigation summary: three open pen needle samples were returned from an unknown lot no. And unknown cat. No. A clog test was carried out as per q-sop-183-dl and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified.